Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she believes she has a kidney infection. The issue was not resolved at the time of this report. The patient indicator for use are: urge incontinence. No further complications were reported/anticipated.